Manufacturer narrative:
Foreign : japan.

Event description:
Information was received that the reporter felt resistance while removing the inner cannula of smiths medical portex blue line ultra suction aid tube with soft-seal cuff and inner cannulae twenty two days after placement. It was also reported the inner cannula was cleansed one to three times per day. In addition, they stated when the operator pulled out the ring-pull (a pull-tab) while holding the tracheostomy (trach) tube, the ring-pull got torn off. Subsequently, a trach change out was required. No adverse patient effects were reported.